Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-mar-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis was not turning on while power cord was plugged on. A field service engineer (fse) traced problem to aux drawer 1 half height (hh) enhanced drawer. There were no lights on interface boards. Drawer controller in 1-1 sub drawer failed ohms test. So, the fse replaced both the boards. Then secured the connections and hard stops. Then tested good in hardware test application (hta). The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the device did not turn on even when the power cord was plugged in. The customer reported that a malfunction took place when the user tried to dispense medication to the patient and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.